Event description:
It was reported that patient underwent total knee arthroplasty in 2008. Subsequently, patient returned to surgeon with acute knee pain and deformation under the skin. Revision procedure was performed at approximately seven months later; locking bar was found disengaged from the polyethylene bearing and had migrated to lateral side of the knee.

Event description:
It was reported that patient underwent total knee arthroplasty 2008. Subsequently, patient returned to surgery with acute knee pain and deformation under the skin. Revision procedure was performed 2008; locking bar was found disengaged from the polyethylene bearing and had migrated to lateral side of the knee.

Manufacturer narrative:
Examination of radiographs and returned device was inconclusive; unable to determine if locking bar component had been fully seated. Dimentional evaluation found locking bar to be within design specifications. This report filed december 11, 2008

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.